Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-21. H.6. Investigation summary: bd received 25 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism, with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield fell off. This occurred on 2 occasions. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety shield is falling off number of affected needles reported with lot 2139862? Happened at two patient services, they did not specify the number of incidents, but isolated 4 boxes (boxes, not cases) at the psc. Confirmation that no injury occurred when using lot 2139862? No injuries confirmation that no exposure to blood/body fluids occurred when using lot 2139862? No exposures did specimen(s) had to be recollected due to the issues with lot 2139862? No recalls of patients.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield fell off. This occurred on 2 occasions. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety shield is falling off number of affected needles reported with lot 2139862? Happened at two patient services, they did not specify the number of incidents, but isolated 4 boxes (boxes, not cases) at the psc. Confirmation that no injury occurred when using lot 2139862? No injuries. Confirmation that no exposure to blood/body fluids occurred when using lot 2139862? No exposures. Did specimen(s) had to be recollected due to the issues with lot 2139862? No recalls of patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.